Event description:
A malfunction was reported, identified by a specific malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer in resetting it, and confirmed that the issue did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction code reappears, which the customer acknowledged and understood.